Event description:
Adult female with history of abnormal pap smears and pelvic pain. Procedure: exam under anesthesia, total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and cystoscopy. The vcare balloon failed to inflate during the procedure. Another device used, without known harm to patient. Minor delay in surgery. Manufacturer response for cannula, manipulator/injector, uterine, vcare (per site reporter). Will obtain.